Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion alarm occurring in the intensive care unit. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found out of specification with a fluid filled set. The downstream pressure plate gap was out of specification. The downstream tubing guide was replaced.